Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after approx 20 minutes of use, the device knife would not retract while on tissue and the jaws would no longer open. The device was pulled off the tissue, resulting in a small amount of oozing. Another device was used to complete the surgery without incident. There was no pt injury.